Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise that was oversensed on the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD). This lead to the delivery of inappropriate atrial tachy response (atr) therapies. It was also reported that impedances on the ra lead were variable. Boston scientific technical services (ts) provided troubleshooting advice. No adverse patient effects were reported. No interventions have been reported. The ICD and ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of the respiratory response trend (rrt) signal on the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD). This lead to the delivery of inappropriate atrial tachy response (atr) therapies. It was also reported that impedances on the ra lead were variable. Boston scientific technical services (ts) provided troubleshooting advice, including the suggestion that the rrt feature be programmed off. No adverse patient effects were reported. No interventions have been reported. The ICD and ra lead remain in service.